Event description:
Three months post op revision surgery was performed due to infection. Upon removal of the implant surgeon noticed wear marks on the bearing surface of the poly and also some wear on the back side of the poly.